Manufacturer narrative:
Date sent to the FDA: 09/28/2021 additional b5 narrative: it was reported that the patient experienced obstruction following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and lysis of adhesions on (B)(6) 2019 during which the surgeon noted mesh densely adherent to portions of the small bowel. Portions of the small bowel and mesh were resected and removed. It was reported that the patient experienced severe pain, dense adhesions, bowel resection, scarring, bulging, inflammation, stress, and anxiety. No additional information was provided.